Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Reportedly, the customer had some confusion and blurry vision due to the bg level. Customer's spouse provided carbohydrates and monitored the customer to address bg level.